Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have low blood glucose of 50 mg/dl. Customer requested for insulin pump to be replaced due to experiencing low blood glucose every two to three months. Troubleshooting was performed on insulin pump to determine reason for low blood glucose. After troubleshooting, it was determined that insulin pump was functioning correctly and customer was advised to monitor insulin pump and to call back should issue persist. Customer declined being transferred for an upgrade.